Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8655-06, batch 4751305 chondral pick was received for investigation. Visual inspection identified that the distal tip of the pick had broken off. The fragment was not returned for analysis. It was observed that the shaft of the pick was significantly bent, indicating that the device had been subjected to prying/leveraging forces. As such, this event is consistent with user-applied mechanical forces to the device during use.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the ar-8655-06 device with breakage at the distal tip. However, as the device was not returned for investigation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle procedure, when the surgeon placed the chondral pick inside the ankle joint, over the lesion and applied pressure the tip of the pick snapped off. The fragment was retrieved out of the joint of the patient and the case was completed by using a new ar-8655-06.